Manufacturer narrative:
It was reported that following insertion the patient experienced pain and infection.

Manufacturer narrative:
Undisclosed injuries. Undefined device problem. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a bilateral inguinal and umbilical hernia repair surgery on (B)(6) 2014 and mesh was implanted in the abdominal cavity. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018. Patient code: (B)(4). It was reported that following insertion the patient experienced adhesions and obstruction. No additional information provided.